Manufacturer narrative:
B3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported following an unrelated procedure, where ipg was not placed in surgery mode the ipg was found to be inoperable and unable to be reconnected. As such, surgical intervention was undertaken where the ipg was replaced and therapy restored.